Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during surgery that the instrument fractured. Subsequently, the procedure was completed with another device. No known adverse event was reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned replacement femoral inserter / extractor pad identified signs of repeated use (nicked or gouged) and is fractured, not all pieces were returned. Sem analysis determined that the features of these fracture surfaces & mode align with overload failure or low cycle fatigue culminating in overload failure. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.